Manufacturer narrative:
Secondary glaucoma is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced a low vault and chronic angle-closure glaucoma, which is being treated medically. The lens remains implanted. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.